Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic sigmoidectomy, the subject device was used. Immediately after the beginning of use, unspecified error occurred frequently and the device could not be used anymore. The procedure was completed with another thunderbeat. There was no patient injury reported except for the above.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was partially separated. Both the probe tip and the grasping section had contact marks with each other. The distal end of probe and jaw clenched in improper position. Any error did not occurred at the seal output. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output with the probe and jaw clenched in improper position, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the evaluation, this report appears to be related to user handling.